Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds were observed on the atrial lead. The physician opted to reposition the lead. During repositioning, the leads helix would not retract. The lead was explanted and replaced.